Event description:
The acetabular insert was loose inside the shell. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: examination results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.